Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip was stuck to in a guide catheter. The lesion was located in the left anterior descending (lad) artery. Lesion details are unknown. The luge guide wire tip "became trapped in the side holes of another manufacturer's guide catheter." The guide wire and the guide catheter were removed together as a unit. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."